Event description:
Mesh implanted in 2005. A salute fixation device was used to secure mesh. Patient complained of pain a week later. Mesh was explanted and perforated bowel infection discovered. Surgeon alleging fixation device responsible for both problems.